Manufacturer narrative:
(B)(4).the device was received for evaluation. Visual inspection identified a verticle cut in the middle of the burette chamber. The cause was determined to be related to the end user, as the user will excessively manipulate the burette chamber. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported there was a crack on a clear-link access device. According to the report, there is a crack on the plastic cylinder part of the clear-link. This event occurred during priming. There was no patient involvement. No additional information is available.